Event description:
It was reported that the subject device's images were not appearing in the lower left box. They usually appeared, but now they have stopped. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 an olympus field service engineer (fse) was dispatched to the user facility, and the reported failure was confirmed. Device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was observed that the picture in picture - pip video output was incorrect. The configuration was corrected, and the image was displayed to the customer's satisfaction. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.